Event description:
My (B)(6) daughter was using intermittent catheters mfg by rochester medical. In the morning on (B)(6) 2011, my daughter complained about very bad bladder pain so we took her to the ER. She had blood in her urine, and her urine was cloudy and dark. She was having urinary tract infections. I then checked the catheters that have not been used and I found one catheter that has some black colored, ink like substance inside the package as well as on the tip of the tube. The package was not opened or damaged. So far, the MFR has not discovered the cause of the black substance on the catheter tip. Below is the info listed on the package: (B)(4), lot 53610629, (B)(4), on the bottom right corner is (B)(4). The MFR is rochester medical. The address is: (B)(4). The contact person is (B)(4). The distributor whom I got these catheters from is (B)(4). The contact person is (B)(4), reg mgr. His contact info is: (B)(4). I'm very concerned about any possible health problems the catheters may have caused that we don't know of. Dates of use: (B)(6) 2011. Reason for use: overactive bladder.